Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that on (B)(6) 2022, a patient faced a bent cannula symptoms/issue noticed after 3 hours after insertion due to which he experienced high blood glucose level which they tried to treat it with correction bolus via pump, but on the same day ((B)(6) 2022), the patient went to the emergency room, and was subsequently hospitalized due to high blood glucose level. His highest blood glucose level was 800 mg/dl. Moreover, the infusion set had been used for less than three days. During hospitalization, he received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. On (B)(6) 2022, the patient was released from the hospital with no permanent damage. Further, they replaced the infusion set and insulin was resumed successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.